Manufacturer narrative:
The following other devices were also listed in this report: primary tritanium hemi cluster hole cup 58mm; cat# 502-03-58f; lot# mmdm35, v40 cocr lfit head 36mm/0; cat# 6260-9-136; lot# mmnx8h, size 7 accolade ii 127 deg; cat# 6721-0737; lot# 44342504, unknown screws, quantity 2. It cannot be determined which, if any of these devices may have caused or contributed to the patient's infection. When completed, the investigation results will be submitted in a supplemental report.

Event description:
It was reported implant was removed because of infection.

Manufacturer narrative:
(B)(6). An event regarding infection, positive for staphylococcus, involving a trident 10° x3 insert 36mm ID was reported. The event was confirmed. Method & results: -device evaluation and results: visual inspection of the returned device indicated minor scratch marks and damage that can be attributed to explantation. The device is otherwise visually unremarkable. Dimensional and functional evaluations were not performed as the reported event does not indicate an issue with the dimensions or functionality of the device. -medical records received and evaluation: medical review by a clinician indicated that there is no evidence that the reported device was responsible for the patient infection. -device history review: indicated that the specified lot was accepted into final stock with no reported discrepancies. -complaint history review: indicated that there have not been any other events for the specified lot or sterile lot. Conclusions: the reported event involves the removal of devices due to infection. Provided medical records indicate that an aspirate was performed and gram-positive cocci was grown. Medical review by a clinical consultant indicated that there is no evidence that the prosthetic components are responsible for this postoperative periprosthetic infection of the left total hip arthroplasty in this case. Review with sterility assurance indicated that the introduction of the reported causative agent of the post-operation infection was not via the medical devices. The exact cause of the infection could not be determined but infection is a known potential hazard of implant surgery. The following device information was received to the unknown screws previously reported: 6.5 cancellous bone screw 30mm; cat# 2030-6530-1; lot# mmpwml, 6.5 cancellous bone screw 35mm; cat# 2030-6535-1; lot# mmmpl6.

Event description:
It was reported implant was removed because of infection.